Event description:
Within hours of treatment with bovine collagen, the pt developed redness, bumpiness and itching at the treatment sites. The physician diagnosed hypersensitivity and treated the pt with topical elidel cream, oral prednisone, and intralesional cortisone, and laser treatments.